Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates no defect observed.

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm vollure¿ xc ¿the hub broke on the syringe where the needle meets,¿ however healthcare professional could not specify if the needle disengaged. Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 10. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm vollure¿ xc ¿the hub broke on the syringe where the needle meets,¿ however healthcare professional could not specify if the needle disengaged. Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.